Event description:
Info received indicates the left siderail will not stay up.

Manufacturer narrative:
The tech found the siderail pivot block and bolts were missing. The tech installed the pivot block and bolts to repair the stretcher.